Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report..

Event description:
It was reported that ipg was inoperable as the battery was dead due to high settings on tonic. To address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was established post operatively.